Event description:
It was reported that the lead dislodged during implant. Attempts to reposition the lead were unsuccessful. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.